Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that there was perforation in the diagonal artery caused by an unspecified device. A graftmaster stent was advanced, but failed to reach the perforation. It was removed without issue and a different device was used to treat the perforation. There was no reported adverse patient sequela related to use of the graftmaster or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. Although the anatomical conditions were not reported, it is likely the device interacted with the anatomy during advancement resulting in the reported failure to advance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.